Event description:
The following has been reported: it automatically turns on its alarming error code 28 keypad. It might have something to do with the on off switch. When we tried to check it against the software, we are unable to as it's just constantly alarming. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.